Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that when the csf collection bag is almost full, the weight of the collection bag is dragging down the IV pole. When the blue screw is tightened, the plastic gripping the pole deforms rather than tightening and the unit still slides down the IV pole. No harm to the patient but there was potential for over drainage, which could have lead to subdural hematoma and additional surgery if this would have went unnoticed.